Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's right eye using a ez-28 delivery device. The iol was removed intraoperatively due to bent haptic which was noted during iol insertion. The incision was enlarged, and sutures were placed as standard protocol. Another lens was implanted successfully. The pt's current prognosis was described as good. Please reference MDR# 1119279-2012-00185 for the delivery device.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.